Manufacturer narrative:
Additional information: the cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing was unable to confirm the reported event.

Event description:
Final report to MFR: 3004936110-2018-00775.

Event description:
Related to MFR: 3004936110-2018-00775. Error message 05: (B)(6) spoke with the patient's wife on (B)(6) 2018. Patient's wife alleges a deficiency related to the performance of the patient electronics system. She claims getting an error 5 on the screen. Troubleshooting included: when system was powered up it did not display an error 5 when a reading was attempted. Performed send reading to upload configuration files. No configurations files were uploaded. Could not find any evidence of an error 5. When system was powered up it did not display an error 5 when a reading was attempted. System affected by the known error 5 issue. Ticket: n/a. No evidence of an error 5 was found. This system was not replaced.